Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for analysis. The reported symptom (fluid leaking) was not confirmed. The reported symptom (air detected in cassette warning) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient sensor calibration check passed. The post-accelerated stress test, two hours and fifteen minute self-test / treatment was performed and completed without failures. During treatment, turning the cycler off then back on again, the power fail recovery resumed to the treatment as intended. The system air leak test passed. The valve actuation test passed. The mushroom head check passed. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. Positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
...

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a patient line is blocked and air detected in cassette alarm during drain 3 of 5 of treatment. The alarm was unable to be cleared and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. Additional information was solicited, but unavailable.